Manufacturer narrative:
There was no known reported patient involvement associated with the complained event. Device is an instrument and is not implanted/explanted. Device history record (DHR) review for part# 03.037.017, lot# 9485532: manufacturing location: (B)(4), manufacturing date: 07. May 2015. No non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product development investigation was performed for the subject device (blade/screw guide sleeve, part number 03.037.017, lot number 9485532). The returned blade guide sleeve (03.037.017, 9485532) and 3.2mm wire guide sleeve (03.037.018, 9301034) are included in the trochanteric fixation nail advanced system (dsus/trm/0614/0109(3)) and are used to help with head element insertion. The returned 3.2mm wire guide sleeve was received absent of any damage which could have contributed to the complaint condition. A known working mating blade guide sleeve (03.037.017, 9554329) was used with the returned 3.2mm wire guide sleeve and it fully passed through the sleeve without difficulty, which proved that it did not contribute to the complaint condition and therefore its complaint condition was unconfirmed and no further investigation, including a drawing review, root cause analysis, and risk assessment is necessary. The returned blade guide sleeve (03.037.017, 9485532) was received with its distal lip/tooth bent inwards, which would cause the complaint condition, and therefore it was confirmed. As part of this investigation a visual inspection, drawing review, root cause analysis, and risk management assessment were performed. The drawings were reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used and handled as recommended. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Based on the complaint description it is not possible to determine a definitive root cause for the inward bending of the distal lip/tooth. It is possible that rough handling during use and/or processing could have contributed to the damage. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the guide sleeve does not sit all the way down in the blade/guide screw sleeve. This was identified in the sterile processing department while the reporter was inspecting the equipment. There is no patient involvement. During manufacturer investigation it was identified that the returned blade guide sleeve was received with its distal lip/tooth bent inwards, which would cause the complaint condition. This condition was re-evaluated and the device blade guide sleeve was determined to be reportable on november 29, 2016. Concomitant device reported: 3.2mm wire guide sleeve (part# 03.037.018, lot #9301034, quantity 1) this is report 1 of 1 for (B)(4).